Manufacturer narrative:
Block b3: exact date unknown, event occurred during the implant date prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100765, UDI: (B)(4).

Event description:
It was reported that the patient was hospitalized due to symptoms related to dural puncture. The patient underwent a blood patch procedure. No further information has been obtained.